Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was throwing the leg assembly through tissue, the needle detached and reportedly fell inside the patient. The physician attempted to locate the needle but was unsuccessful in locating it. After the leg assembly was thrown, the capio cage detached as well. It is unknown if the capio cage fell loose inside the patient, but the capio cage was reportedly retrieved. The physician was able to pull the dilator through the tissue, successfully implanting the mesh and completing the procedure with this uphold vaginal support system. The physician believes that the detached needle was left inside the patient. There were no further complications to the patient, who is reportedly fine and is over 18 years of age.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.